Event description:
Philips received a complaint by the customer on the v60 indicating that there was a device may have had a past issue with it not alarming on an unknown date, but no action was taken and the affected unit serial number is not known, no patient incident or patient harm reported. The remote service engineer (rse) provided parts ID for the nurse call cables and advised the customer to verify the signal requirements of their system for normal and alarm state signal requirements. Provided parts ID for the normally open remote alarm cable. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. The investigation concludes that no further action is required at this time.